Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12j08041. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.